Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The battery status reached end-of-life (eol) prematurely. The ICD was implanted 13.9 months.